Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with low pacing impedance, failure to capture, and r wave amp variation on the right ventricular lead. There were no inappropriate therapies. The lead was revised and reused on (B)(6) 2021. The patient was stable before and after the procedure.